Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 - brand name - previous brand name: servo-u, - corrected brand name: base unit servo-u d4 - version or model # - previous version or model #: servo-u, - corrected version or model #: 6694800 d4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was not performed by our field service engineer. Unfortunately, the information about final solution was not provided to us and no more details have been obtained in regards to which part turned out to be the source of the issue or if the issue has been resolved. The device's logs and repair details were not provided, hence the root cause cannot be established.